Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. When the user grasped the calculus and tried to retrieve it, the subject device was incarcerated. Therefore, the user tried to retrieve the subject device with the bml handle but the handle of the subject device was broken off. The user tried to retrieve the subject device with the emergency lithotriptor but the basket wire of the subject device was broken off in the duodenum side. The broken parts were retrieved with the grasping forceps. The user placed the stent and completed the procedure. There was no patient injury reported. This is the report regarding the incarceration of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the delivery date, it was found no irregularities. Based on the past similar cases, it was possibility that the subject device was incarcerated due to any of the following possible causes. The size or shape of the calculus. The condition of the bile duct or papilla. The device deformation by repeated operation. Based on the past similar cases, it was possibility that the joint part and the basket wire of the subject device were broken off since excessive stress was applied to the device when crushing the calculus with emergency lithotriptor. The above device handling has warned in the instruction manual as follows. Repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If the basket is too difficult to be withdrawn from the body cavity or if the basket is withdrawn from the bile duct, determine how to handle the instrument from an expert¿s viewpoint. Do not withdraw the instrument forcibly. This could cause perforation, bleeding or mucous membrane damage. If the broken wires of the basket cannot be retracted into the sheath, determine how to handle the instrument from an expert¿s viewpoint.